Manufacturer narrative:
The console is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the equipment was field serviced. The emergency button was changed during the field service and the equipment was cleared for use. An anomaly in the emergency button most likely contributed to the reported event. The reported allegation was confirmed.

Event description:
It was reported that the laser console has a damaged emergency button. Boston scientific has been unable to obtain additional information regarding any patient or procedure outcome information to date, despite good faith efforts.

Event description:
It was reported that the laser console has a damaged emergency button. Boston scientific has been unable to obtain additional information regarding any patient or procedure outcome information to date, despite good faith efforts.